Event description:
It was reported that the delivery shaft was fractured. The 20mm x 3.5mm in diameter, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. The device was returned with a product mandrel. No issues were noted with the hypotube shaft. No kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage and the proximal and distal markerbands identified no damage as well.

Event description:
It was reported that the delivery shaft was fractured. The 20mm x 3.5mm in diameter, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.